Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-dec-12. It was reported that they were still trying to get the therapy dialed back in to where it aided the patient. It was noted that the patient had been "in bed" for four years. It was later clarified that the patient had been in the hospitalized 4 or 5 times in the last four years, "trying this, when it works it works." It was noted that the patient didn't have the bolus and when the patient needed a bolus they started sweating and breaking out and would go into withdrawal because they didn't have it dialed in right. The patient was to follow-up with their healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. Per the patient, he had always had dilaudid in his pump stating, ¿when they turned it off¿ (prior to the catheter revision), it was 2.2 and when they turned it on they dialed it all the way down to the lowest setting which the patient thought was ¿0.0023 or something like that". The specific dose and concentration information was unknown. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient reported that he had been sick for a year. He stated, ¿my catheter got clogged up, so they replaced the catheter¿ and "I've got 20 staples in my back from the revision¿. He didn¿t know when it was determined that the catheter was clogged. Additional information was received on (B)(6) 2019 from a healthcare professional who reported that the patient¿s new catheter was functional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient was having pain for the last three years due to 14 back surgeries that were not due to the pump. It was further noted that the patient had got sick and was having withdrawals about a year ago. The date of the event was unknown. It was further noted that it was then two to three months ago that they discovered it was the catheter and replaced it. It was further noted that when mixing oral and drug medication it would make the patient uncomfortable. The patient was wanting to keep working on getting the dosage correct because when it was correct the pump worked well. They had been having trouble getting the pump dialed in on the correct dosage. The patient was working with their physician. The pump was currently administering dilaudid with an unknown concentration at an unknown dose rate.